Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope associated with the reported event and completed a device evaluation. The endoscope was found to have camera instrument adapter bearing friction/damage, resulting in difficulty adjusting the orientation. Additional findings not reported by the site: the endoscope was found to have mechanical damage to the buttons and discoloration of the housing. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that central processing noticed the 30 degree endoscope plus had an inverted picture. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.